Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via merlin.net device transmission, false pause episodes due to loss of sensing were observed. The patient is stable and will continue to be monitored.